Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote transmission. A non-sustained right ventricular oversensing episode was noted on the patient's implantable cardioverter defibrillator due to myopotential oversensing. Technical services suggested that monitoring may be appropriate. The patient will continue to be monitored.